Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the pump was unresponsive due to moisture damage. A review of the pump¿s black box data could not be conducted due to moisture damaged and the pump¿s unresponsiveness. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to secure onto the pump. There was moisture behind the display lens. The leak test failed due to a display lens leak and battery compartment leak. The pump was opened and moisture was observed throughout the pump. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.